Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 22.7 mmol/l. The customer was treated with mdi. The customer reported that they have not contacted the healthcare provider because he/she away from home. The customer stated that she/he was hospitalized 4 years ago (B)(6) 2011. The customer's blood glucose was 50.0 mmol/l. The customer found later that the cannula is bent. The customer was wearing pump at the time. After the troubleshooting was done, customer will monitor and change set.